Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip malformed. A new clip was used to complete the case. 4/7/1998 add'l info received from affiliate. There was no consequence to the pt. The clips would not form at all.

Manufacturer narrative:
D6:device returned with no lot identification. H6: yielded jaws. Ligaclip endoscopic rotating multiple clip applier- based upom inquiry information received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. Each instrument is inspected thoroughly during the manufacturing process and damage of this nature would be found during testing and inspection of the instrument.